Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year 7 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s evaluation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had symptoms of suspected pump thrombosis. The pump produced consistent low flow alarms, and echocardiogram (echo) revealed that the left ventricle was not unloading. The aortic valve had previously been over-sewn. The right ventricle was without issue. The patient complained of epigastric pain. Hemoglobin and hematocrit had also decreased. The patient was admitted. Analysis of the submitted log file by a representative of the manufacturer's technical services team confirmed constant low flow alarms over the 3 hour period. The patient was intubated, and the constant low flow alarms continued. Central venous pressure was 20 mmhg and ldh was in the 300''s u/l. A full body CT scan was negative. Chest x-ray was performed, but results were not provided. Repeat echo was to be ordered due to cvp increase from 7-8 to 20 mmhg. Results of the echo were not provided. The clinician reported that they were attempting to rule out possible aortic dissection. It was reported that the patient expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Device evaluation: the evaluation of the pump confirmed the report of suspected pump thrombosis; however, a specific cause for the low flow hazard alarms (confirmed per evaluation of the submitted log files) and correlation to the evaluation of the pump could not be conclusively determined. The pump was returned, partially encapsulated in tissue, with the driveline intact. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a non-laminated deposition situated adjacent to the outlet bearing ball. The lack of laminated layering suggests that this deposition did not form at this location. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the depositions showed no evidence of denaturation and the lack of circumferential contact marks on the outlet bearing cup, indicate that the deposition was not present in the outlet stator for an extended amount of time while the pump was operating. The depositions did not likely contribute to any functional issues. The remaining pump blood-contacting surfaces were free from any adhered thrombus formations and deposition. A correlation between the deposition found in the pump and the reported low flow alarms could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the deposition. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption compared to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.